Event description:
Port placed for outpt chemotherapy in 5/93. X-ray taken 12/2/94 shows catheter fragment in right lung. Fragmentation date unknown, 7/95. Fragment imbedded in lung, advised not to remove.